Event description:
It was reported that the clock on the insulin pump scroll up, with out any input from the customer. It was also reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose level at the time 182mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No unexpected scrolling numbers noted. Insulin pump programmed with the current time, date and monitored in 50c oven for several days. The time and date functioned properly. Insulin pump passed self test. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads.